Manufacturer narrative:
The sample was destroyed, and therefore, not available for evaluation. Additional info regarding this incident has been requested. If additional info is received, a supplemental report will be submitted. (B)(4).

Event description:
The ER night supervisor placed the bd nexiva device into the pt and attached a syringe to flush. Aspiration and blood confirmation was fine, however, when he attempted to flush the line clear, a mixture of saline and blood splashed him in the eye. The clinician verified that the bd q-syte device was securely attached to the luer adapter and that the syringe fully luer-locked to the bd q-syte device. The clinician also stated that the syringe aspirated without resistance, but leaked and splashed during the flush. Incidents such as this have happened before in the department, but this was the first resulting in mucocutaneous exposure.